Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the suture tore while pulling through the bone channel. The surgery could not be finished. No further information received.